Event description:
Therakos cellex instrument used for ecp. Kit number b325/614. Centrifuge stopped related to interface of blood/plasma too high in bowl. Interface value falling below 150. Machine restarted and cell separated for the second time and rate lowered to draw at 20ml/min. Red blood cell pump alarm x1 with interface in centrifuge again too high and interface value too low in the 70's. Machine stopped again and cells allowed to mix, and machine restarted again at 20ml/min. Alarm #18 system pressure alarm at 485ml so machine again repurged and red blood cell interface continuing to be too high in bowl. Machine paused several times until whole blood process over 600ml. Whole blood process lowered and early buffy collection. Patients in whole blood processed 683ml. Treatment completed and therakos called as well as leadership team notified.